Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen, prialt/ziconotide, and marcaine via an implanted pump. It was reported that the patient had a pump replacement procedure and during the procedure, the catheter was found to be patent. The next day, the patient was having withdrawal symptoms. A dye study was performed, and it was found that the catheter was not patent. The surgeon immediately did a revision and was able to fix the catheter. During the revision, he removed the pump from the pocket, removed the pump segment from any scar tissue, and the catheter became patent again; it was kinked. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.